Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly his cobalt level was 4.9 and chromium was 0.6 mcg/l. His esr was 49 and crp was 4.05. His mr shows hip joint capsular thickening and a distended, tick-walled iliopsoas bursa. His hip joint culture was negative. Pt revised.